Event description:
End user called for assistance checking the device. It was discovered during trouble-shooting by phone that the device did not test the calibration. The device was replaced and the defective one returned for investigation.